Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tsg45 jaw would not open. Could finally open manually. Another instrument was used to complete the case. There was no consequence to the pt.